Event description:
It was reported that the leg section of the table drifter down over a period of time, allegedly due to a malfunctioning hydraulic valve.

Manufacturer narrative:
It was reported that the leg section of the table drifted down over a period of time, allegedly due to a malfunctioning hydraulic valve.